Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry was unsuccessful between the cardiac resynchronization therapy defibrillator (crt-d) and remote monitor. Troubleshooting steps were taken to no avail. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was subsequently seen in-office where no device issues were observed.